Manufacturer narrative:
The customer's meter was received for investigation. Device data and fault memory were read out and display test was performed. A quality control test measurement can be started without error. The display shows no error during investigation/ circuit board tested for damage or contamination and the test strip contacts show no contamination that could temporarily lead to the complained error. The claimed error cannot be reproduced.

Manufacturer narrative:
The reporter's product was requested for investigation, and replacement product was sent to the reporter. The occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with how coaguchek xs meter serial number (B)(4) displayed error codes. When testing with the meter, the meter displayed "error 5" and then switched to "error 9" on the same test attempt. The meter is capable of displaying only one error code. This issue may impede the reporter's ability to read the results field of the display if the issue were to recur. The reporter mentioned the meter has not been cleaned in a long time and the last time she cleaned the meter, she used only a little bit of water with a cotton swab. A display check of the meter was performed and the display was complete.